Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer¿s other blood glucose level was 265 mg/dl, 208 mg/dl and 231 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose and high blood glucose episodes. Customer was using auto mode feature. Customer stated that they received insulin flow blocked alarm. Customer stated that the insulin exited. Customer troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.